Manufacturer narrative:
A company service rep checked the system and found it to meet performance specifications. Customer was contacted regarding possible causes of thermal injuries.

Event description:
A facility reported, corneal burns occurred during cataract phacoemulsification with three surgeons, using the same system, over the past two months. This patient required in office suturing of wound dehiscence. Outcome is reported as good. This event is being reported as mfg. Rpt. #2028159-2006-00466. The other events are being reported as mfg. Rpt. #s: 2028159-2006-00467, -00468, -00469, -00470, -00471, -00472, -00473, -00474, -00475, -00476.